Event description:
It was reported that during insertion into the right subcalvia in the ICU, the plastic hub of the needle cracked and in turn, air was aspirated. With such a defect and the appearance of aspirated air, it was not possible for the physician to determine if the pleural cavity was punctured accidentally. It was noted that no force was applied. A new kit was opened and used. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided an introducer needle. Microscopic examination of the hub revealed a single crack extending 7 mm from the luer opening. A review of manufacturing records did not yield any relevant findings. However, the probable cause is manufacturing related. Further investigation has been initiated.

Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. This report is for the first in a series of two consecutive product issues with the same patient. The second event has been reported under MDR# 3006425876-2015-00221.